Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purpose.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: posterior lateral spinal fusion l3- l5 with instrumentation, local autograft and rhbmp-2; for pre-op diagnosis of: spinal stenosis at l3-4 and l4-5 and instability. Per-op notes: the dissection was carried out to the tips of the transverse processes at the l3, l4 and l5 levels and care was taken not to disrupt l2-3 facet joint. Once the facets were identified and transverse processes of l3, l4 and l5 were identified on both sides . All the soft tissues were c l eared off this area. A sharp awl was used to identify the pedicles of l3, l4 and l5 on both sides, followed by probing, capping, and 6.5 x 40 millimeter screws were placed, three on each side. Ap and lateral x-rays showed good position of the screws and emg stimulation was satisfactory. Two 70 millimeter rods were then placed on the heads of screws and locked into place with the top loading screws . The screws were then sheared off. The autograft from the decompression was placed on bmp gel foam sponge which was tubularized an d rolled up . This along with the remaining autograft was packed into the lateral gutters from l3-l5. No complications were reported. On (B)(6) 2009, patient underwent following procedure: posterior lateral decompression and fusion l1 through l3. Segmental instrumentation with pedicle screws l1, l2, l3. Local autologous bone graft, rhbmp-2 , and matrix bone graft. Hardware removal l3 with screws removed times two and partial rod removal. For pre-op diagnosis of: adjacent level degeneration l 1-2, 2-3 over previous l3-4, 4-5 fusion. Per-op notes: (B)(6) old male with debilitating lumbar back pain. The prior incision from the l3-5 fusion was marked. This mark was then continued rostrally for the planned 1-3 fusion. The surgical incision was longitudinal in nature. The most rostral screw at the l3 level was found. Dissection was carried out lateral to this to the fusion mass and the transverse process of l3. The set screw within the l3 screw was removed. The rod was then cut between the l3 and l4 screws, the rod removed, and finally the l3 screw was removed. Once the l3 screws were removed, these were replaced with 6.5 x 40 screws. Following this, screws were placed at the l2 and l 1 levels. These were placed in standard fashion with sharp awl followed by probing, followed by a probe, followed by tap, followed by probe, followed by screw insertion of 6.5 x 40 screw. After screws had been placed ap and lateral x-rays were obtained so as to ensure proper location and orientation of the screws. Rod was placed on both sides. Compression was performed between the l1-2, 2-3 levels. Set screws were placed and tightened, followed by final torque tightening. Following this, the wound was irrigated copiously. The combination of local autograft, rhbmp-2, and matrix bone graft was then packed into the lateral gutters. Please note that the transverse processes as well as th e prior fusion mass had been decorticated at time of initial screw placement. No complications were reported. On (B)(6) 2014, patient underwent following procedure: bilateral inferior t10 laminotomy , bilateral superior t11 laminotomy, and bilateral t10-t11 medial facetectomies; for pre-op diagnosis of: thoracic stenosis at t10-t11 secondary to facet hypertrophy. No complications were reported. On (B)(6) 2014, patient underwent following procedure: anterior spinal fusion l5-s1. Anterior cage placement with cage l5-s1 followed by local bone graft with rhbmp-2. For pre-op diagnosis of: multilevel cervical spondylosis with spinal stenosis and radiculopathy. Per-op notes: an anterior abdominal approach was performed. Once we had dissected down to the appropriate levels , the l5-s1 area was confirmed on intraoperative film. This disc was then removed in its entirety . It was very degenerative and came out, literally in fragments . Once it had been completely cleaned out , we then got good punctated and bleeding bone , and through a series of trials and rasps , determined the appropriate size . We then selected a cage and it was fixated with 2 screws into t he sacrum and 1 screw into the l5 vertebral body. Intraoperative films showed good alignment and good fixation. The cage was packed with rhbmp-2 as well as autograft. From that standpoint , the wound was then closed in multiple layers. On (B)(6) 2014, patient underwent following procedure: posterior spinal fusion from t10-s1 with iliac bolts. Posterior spinal instrumentation t10-s1 followed by removal of previous instrumentation l5-s1 and followed by local bone graft with rhbmp-2. For pre-op diagnosis of: multilevel level lumbar spondylosis with spinal stenosis and lumbar radiculopathy. Pre-op notes: instrumentation at l1, l2, l3, l4 and l5 was removed the rods and in entirety. The fusion mass was explored and found to be very solid. T10 to l3 was exposed and pedicle screws were placed at t10, t11 and t12. Using o-arm navigation s2 pedicle was identified and 8.5 x 80 screw was placed through it into iliac wing on right and left side. All screws showed good fixation. The 6.5 x 40 screws were placed at s1 on both sides. After confirming with intra-op fluoroscopy set screws were tightened and torqued. Upper thoracic and lower lumbar region was decorticated through the fusion mass and rhbmp-2 and local bone graft was placed throughout the area. Patient alleges unspecified injury due to the use of rhbmp-2